Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. During eval, the bolus button was found to be missing.

Event description:
It was reported that the keypad is responding intermittently over the past 2 months. It was reported that the pump does not get wet and there is no damage to the keypad. The pt continues to use the pump.